Manufacturer narrative:
The device was received for evaluation. A visual inspection identified that the tubing was separated from the y-site clearlink. Dimensional testing was performed with no issues noted. The reported condition was verified. The cause of the reported condition was incorrect assembly of the components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a continu-flo solution set came apart from the y-site. This occurred after the nurse disconnected the IV from the patient¿s saline lock and removed the tubing from the pump. There was no patient injury or medical intervention associated with this event. No additional information is available.